Manufacturer narrative:
H11: internal complaint reference number: (B)(4).

Event description:
It was reported that, after a knee surgery had been performed on (B)(6) 2024, the patient experienced on-going knee pain. X-ray images were taken post operation, which revealed the presence of two foreign metal objects. When the revision surgery was performed to removed the foreign objects, it was confirmed that the metal objects were suture traps from the firstpass mini straight. The current status of the patient is unknown. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference number: (B)(4). This complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that a patient was not doing well after a surgery performed in (B)(6) 2024. An x-ray was taken post operation, which revealed the presence of a foreign metal object in the patient's knee. In the x-ray image, it appears to be a firsts pass mini suture trap. The patient will need an urgent surgery to remove the metal object.

Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. A visual evaluation showed that only a partial suture capture was returned. A corner of the capture has raw deformed metal from a break. Bio debris is present. A clinical review states that an x-ray from (B)(6) 2024 was provided for review and confirms the reported retained foreign object. Based on the limited information provided we are currently unable to rule out a procedural variance as a contributing factor to the reported event, or a device malfunction. This instrument is an externally communicating device, it is neither manufactured nor intended for implantation. Long-term implantation data is not available. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (excessive force, tissue thickness, damage or debris on the device tip during passes). Based on this investigation, there is no evidence to suggest a design, material, or manufacturing issue. Therefore, the need for corrective action is not indicated.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual evaluation showed that only a partial suture capture was returned. A corner of the capture has raw deformed metal from a break. Bio debris is present. A clinical review states that an x-ray from december 2024 was provided for review and confirms the reported retained foreign object. Based on the limited information provided we are currently unable to rule out a procedural variance as a contributing factor to the reported event, or a device malfunction. This instrument is an externally communicating device, it is neither manufactured nor intended for implantation. Long-term implantation data is not available. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (excessive force, tissue thickness, damage or debris on the device tip during passes). Based on this investigation, there is no evidence to suggest a design, material, or manufacturing issue. Therefore, the need for corrective action is not indicated.